Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that during a case there was a ventilator failure. There was no injury to the patient.

Event description:
Please refer to the initial report.

Manufacturer narrative:
Even though requested, the replaced motor assembly was not available for investigation. Therefore, the investigation was carried out based on the available information and the analysis of the submitted device logfile. The logfile revealed that the device was powered on at 02:34 am on the reported date of event and the device passed the power-on-self-test without any failures. The first case of the day was started at 10:35 and finished after 1.5 hours without any problems or a hint for a device malfunction. The second case of the day was started at 02:00 pm and after approximately 3 hours, an encoder check error was detected by the device. The device behaved as specified for this failure with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. Manual ventilation and monitoring functions remain available to the full extent which, in the particular case, enabled the user to finish the surgical procedure without further problems reported. Since the replaced motor assembly was not returned for investigation, the exact root cause for this failure could not be determined. Dräger finally concludes that the device responded as specified upon the malfunction of a single component. Based on the log file evaluation, the motor was operated for 142% of the specified lifetime i.e. It has lasted longer than expected. The repair exchange has fully solved the device problem; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
Even though requested, the replaced motor assembly was not available for investigation. Therefore, the investigation was carried out based on the available information and the analysis of the submitted device logfile. The logfile revealed that the device was powered on at 02:34 am on the reported date of event and the device passed the power-on-self-test without any failures. The first case of the day was started at 10:35 and finished after 1.5 hours without any problems or a hint for a device malfunction. The second case of the day was started at 02:00 pm and after approximately 3 hours, an encoder check error was detected by the device. The device behaved as specified for this failure with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. Manual ventilation and monitoring functions remain available to the full extent which, in the particular case, enabled the user to finish the surgical procedure without further problems reported. Since the replaced motor assembly was not returned for investigation, the exact root cause for this failure could not be determined. Dräger finally concludes that the device responded as specified upon the malfunction of a single component. Based on the log file evaluation, the motor was operated for 142% of the specified lifetime i.e. It has lasted longer than expected. The repair exchange has fully solved the device problem; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.